Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. It was also noted that the right ventricular (rv) lead exhibited unstable and high impedance measurements. Upon removal it was noted that the rv lead suffered stress cracking. The device and lead was explanted and replaced. No patient complications have been reported as a result of this event.